Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and ¿a lotion-like accumulation¿ was observed at the hemostatic valve of the vizigo¿ sheath. The issue was not thought of as a product defect and maneuvering feeling was as usual; therefore, it was considered as no problem and the procedure was continued and completed successfully. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the pictures provided by the customer, lotion-like liquid was observed on the valve, however, no residues were observed during the visual inspection of the returned device. Microscopic examination of the hemostatic valve surface does not show residue of lotion-like liquid. The blood accumulation observed during the analysis and the lost of evidence of lotion-like accumulation liquid, could be related with the use of the device during the procedure, however, this cannot be conclusively determined. A device history review was performed for the finished device 00002403 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. Product failure is multifactorial. An internal corrective action has been opened to further investigate the reported liquid issue. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction to 3500a initial report mwr-13102023-0001498829. The d 4. Expiration date has been corrected from 16-jul-2024 to 20-mar-2024 per alignment with the device history batch record showing that the correct expiration date is 20-mar-2024.

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and ¿a lotion-like accumulation¿ was observed at the hemostatic valve of the vizigo¿ sheath. The issue was not thought of as a product defect and maneuvering feeling was as usual; therefore, it was considered as no problem and the procedure was continued and completed successfully. There was no patient consequence.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6) the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).